Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient met with a friend, who's a nurse, and they had the stimulation high. They reported that they did not feel the stimulation and hadn't tried to increase, as they had a hard time reaching around because of fibromyalgia. They noted that they had fibromyalgia in their shoulders for years and stopped feeling stimulation about three weeks prior to the report. They noted that they would follow-up with their healthcare professional (hcp). They also reported leakage, saying they took imodium, but nothing was helping. Additional information was received from the patient and it was reported that the patient had an appointment with their healthcare provider (hcp) on (B)(6) 2016 and the hcp changed the batteries and told the patient he increased the other number. The patient reported that she needed to increase the number up to ¿8¿ and was not informed about the other number needed to be increased. The patient reported that she was soaked when she got up in the morning. The patient reported that she also had a problem with diarrhea. The patient reported that she had tried all the ¿new prescriptions¿ they put her on and was never tested for ¿ibs¿, never given written booklets. The patient reported that she was tired of these problems. Additional information was received. The patient had a urinary tract infection and was hospitalized in (B)(6) 2017. It was reported that when the patient met with their hcp in (B)(6) 2016, they changed to program 3 and it worked right away. The patient had been experiencing incontinence prior to the hospitalization, specifically the day before. The patient could feel the stimulation and was fine in the afternoon, but was incontinent over night and could not feel when they had to go to the bathroom.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.